Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause of this type of event is the use of excessive force and/or prying/leveraging with the tip fully exposed on the device during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Per customer device will not be returned.

Event description:
It was reported that during a labral repair, the tip of the crescent, quickpass lasso broke-off in the soft tissue of the shoulder joint. Per the surgeon the broken piece was secure so it was not removed. The patient was released from surgery center per facility protocol. Patient was a (B)(6) female, dob (B)(6).

Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. This is a follow-up submission due to device evaluation. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. Complaint confirmed. The device met all material specifications as received. The evaluation revealed broken tip on the returned device due to stress fracture. This type of event is typically caused by prying/leveraging against hard bone or another instrument. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a labral repair, the tip of the crescent, quickpass lasso broke-off in the soft tissue of the shoulder joint. Per the surgeon the broken piece was secure so it was not removed. The patient was released from surgery center per facility protocol. Patient was a (B)(6) female, dob (B)(6) 2016.